Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory; product ID: 3389, lot# va1p6rm, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis revealed that the lead passed all tests and had shown no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389, lot#: va1p6rm, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller stated the lead was placed and then tested contact 0 and contact 1 at 3.0v. Contact 1 was found to have impedance value at 24,000 ohms. They tried to remove the lead to see if there could have been an air pocket, but it still tested high. The lead was stated to have looked fine. The lead was replaced with a different one. There were no issues with the new lead. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller stated the lead was placed and then tested contact 0 and contact 1 at 3.0v. Contact 1 was found to have impedance value at 24,000 ohms. They tried to remove the lead to see if there could have been an air pocket, but it still tested high. The lead was stated to have looked fine. The lead was replaced with a different one. There were no issues with the new lead. There were no further complications reported. 2018-05-30 e1 (rep): additional information was received from a hcp (healthcare provider) via a rep. It was reported the lead was the cause of the high impedance. The replacement lead lot number was provided. The lead will be returned. Patient weight was updated. No further complications were reported as a result of this event.